Event description:
The customer has reported the patient had ventricular fibrillation at 6:40. They reported that the sc700 bedside patient monitor did not report an alarm for the patient's ventricular fibrillation condition. The customer stated that the patient died at about 6:55 on the same day. A test of the device with a simulator was performed and showed the alarms reported perfectly.